Manufacturer narrative:
D5; h4: information not available, device not returned for analysis.

Event description:
Device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the device had spitting clips (the surgeon did not use this device). The clips did not fall into pt. A new device was used to complete case. There was no consequence to the pt.